Event description:
It was reported that during the pocket revision the left ventricular (lv) lead was found to have an insulation breach and kink. The lv lead was deactivated and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable cardioverter defibrillator product ID (B)(4) implanted: 2013 (B)(6); implantable pacing lead product ID 4076 implanted 2009 (B)(6): competitor defibrillation lead product ID 7121 implanted 2009 (B)(6). (B)(4).